Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: we have an issue with this device that came before, first with pfilter error. The error when replaced the pfelter board, the unit did not work and more errors happened. Such as pressure errors and pressure tests failing. And pressure assembly are messing and not recognised. Also fan test was failing even though the fan is working properly. Then we replaced the control board and the same issue persist. We replaced the pressure sensor assembly, but the same issue. That when we tried with new control board and the device worked. The device then was calibrated successfully and returned to the end user. No patient involvement.